Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low speed advisories and low flows while on wall power. Log files were submitted for review. The log file captured speed drops and pump stops on (B)(6)2023 that continued to intermittently occur for the remainder of the log file. It was noted that this was typically linked to potential issues with the percutaneous lead. The issues only appeared to occur when connected to the power module. It was suggested that the patient should stay on battery power until further investigation was completed. X-rays were performed and the internal driveline x-ray images were unremarkable. There was no trauma noted. The patient had not gained or lost any significant weight, was in a sitting position during alarms, and was asymptomatic. It was noted that the x-ray images did not include the system controller. The cause of the alarms was identified to be short to shield and the alarms resolved with an ungrounded patient cable. A plan was made to continue monitoring the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured low speed and pump stop events on 26oct2023. The associated voltage levels indicated that these events occurred when the black power cable was connected to battery power and the white power cable was connected to the power module, grounding the system. The events appeared to resolve once the white power cable was connected to battery power. No other notable events or alarms were captured. Additional information was received stating that the cause of the events was determined to be a driveline short-to-shield, and the patient was given an ungrounded patient cable. The plan of care was to continue monitoring the patient. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.